Manufacturer narrative:
One fast fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is dramatically bent on two planes. No ts or suture remain on the delivery needle or were returned for examination. The actuator is its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unknown surgery, both anchors from the fast-fix 360 reversed curve needle delivery system were deployed simultaneously. There was a back-up device to complete the procedure with no significant delay. It is unknown whether the implants were removed or left inside of the patient. There were no injuries stated.